Event description:
The facility reported that the patient was being lifted off the floor. The strap got caught under the leg of the equipment. The patient experienced some respiratory distress while in the lift. The emergency release down button failed to work. The staff had to remove the strap to get the patient out of the lift. The patient then experienced a respiratory and cardiac arrest. Resuscitation was successful at the time. The patient was a (B) (6) male with multiple medical problems. He subsequently expired in (B) (6) 2008 due to his medical condition, not related to use of the lift. (B) (4).